Event description:
Cue covid test provided a false negative test result despite following all instructions exactly. Test subject was highly symptomatic with upper respiratory symptoms. An antigen test three days later while still symptomatic showed positive results.